Manufacturer narrative:
Product complaint # (B)(4). Based upon the information provided by the affiliate, this event involved one suture, not two. All reporting for this event will continue to be submitted under (B)(4). Therefore, this medwatch report is not reportable. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 2 ips are open with different lot numbers. Event states one needle was missing. Should 1 ip be voided? Please clarify the quantity and lot number involved. What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle? Are there plans for searching for the needle in the future? D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, when counting needles, it was noticed that one needle was missing. The needle was searched for, but could not be found, it is possible that the needle was left inside of the body. Furthermore, it did not notice when opening the package, but it is also possible that one needle was originally missing. It was not a control release needle. There were no adverse consequences reported. Additional information was requested.